Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. (B)(6) was found in the urine and (B)(6) was found in the blood. Cultures were taken, and the source location of the infection was not known. The implantable pulse generator (ipg) system was explanted and replacement is planned. No further patient complications have been reported as a result of this event.